Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with bradycardia and reported fainting symptoms. A remote interrogation was performed and the patient was admitted to the hospital. Boston scientific technical services (ts) was consulted to review the remote interrogation. Upon review ts noted no stored high rate events or events with noise causing inhibition of pacing. Bradycardia pacing mode was noted to be programmed to pace and sense only in the ventricle with a lower rate limit of 30 beats per minute. The presenting electrogram (egm) showed some slower r-r intervals in the 30 beat per minute range. Ts discussed programming a higher lower rate limit. The pacemaker remains in service and no additional adverse patient effects were reported.